Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touchscreen is now cracked and intermittently unresponsive. Customer's blood glucose level was impacted (299 mg/dl). Customer stated they have a back up pump to stabilize blood glucose levels and continue insulin therapy.